Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b3. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was analyzed and it was determined to potentially be an anti-foaming agent, along with other chemicals used in the endoscopy room. Additionally, a fibrous component of cellulose was detected. Upon observation under magnification, the cellulose was found to be fibrous, suggesting it may have originated from cloth or paper. However, a definitifed root cause of was unable to be identified. The legal manufacture confirmed reprocessing was conducted in accordance with the instructions for use (IFU). The suggested event is detectable by handling the scope in accordance with the following sections of the instructions for use: ¿chapter 3 preparation and inspection, inspection of the air-feeding function in 3.6 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of a defective air/water supply was confirmed, while the allegation of insufficient light from the light guide lens was not confirmed. The device evaluation found a foreign material in the nozzle. In addition to the reportable malfunction, the following were noted: due to looseness of nozzle, the air/water supply volumes did not meet the standard value; due to clogging of nozzle, water removal ability did not meet the standard value; switch 4 had a cut and as a result, water tightness was lost; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value and the play of upward/downward angulation control knob was out of the standard value; the bending section cover adhesive had a chip, a crack, and a white-clouded area; the forceps elevator lever was deformed; the protector of the universal cord on the control section side had a scratch; the plastic distal end cover had a dent; the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera colonovideoscope had a defective air/water supply and insufficient light from the light guide lens. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.